Manufacturer narrative:
Upon completion of investigation a follow up report will be filed. Device under investigation.

Manufacturer narrative:
The valve was returned for evaluation. The investigation of the returned valve did not confirm a clicking sound. The lot number was cpgc31, serial number (B)(4), product code 82-3162. The valve was visually inspected and it was noted that the valve casing has turned inside the silicone housing, this could be due to too much pressure when flushing the valve before implantation, but this could not be determined. After sterilization these valves are program tested in their packaging, if the casing was put together wrong this test would not have been possible and the valve would have been rejected. The valve was irrigated with purified water, no occlusion was noted, and no clicking sound was noted. The valve was dried. Review of the history device records confirmed the valve, product code 82-3162 with lot number cpgc31, conformed to the specifications when released to stock on the 16th july 2013. The root cause of the problem reported by the customer could not be determined as no clicking sound was noted when the valve was irrigated. The root cause for the turned valve casing could be due to too much pressure when flushing the valve before implantation. No corrective action is needed based on the results of the evaluation. Trends will be monitored for this and similar complaints. At the present time, this complaint is considered closed.

Event description:
The patient was complaining of clicking sound in her head. The patient went back into surgery and the shunt was removed. (During use on patient.)